Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 128 mg/dl at the time of the call. The customer stated that the insulin pump was in a cooler and exposed to water. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.